Event description:
During an unspecified procedure, the sleeve end became folded with in contact with the abdominal wall and part of the sleeve remained in the abdominal wall.

Manufacturer narrative:
8/15/97-supplemental report #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6.